Event description:
It was reported surgical intervention may take place for an unknown reason.

Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicates the patient electively explanted the system and there were no allegations of malfunction or deficiency against this device.therefore, this event is no longer considered to be reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.